Event description:
The iab was inserted into the patient on 07/01/97 at 5:30 p.m. The iab did not malfunction. As a result of the event, the patient had a stroke. The patient was transferred to a second facility for a heart transplant. (Event complications: the patient had a stroke-reported 08/06/97). (Pt's current status: transferred-rpt'd 08/06/97)